Event description:
Per the clinic, the patient experienced wound dehiscence at the implant site (specific date not reported) and subsequently was treated with oral and topical antibiotics (specific date and duration not reported). This report is submitted on march 7, 2022.

Event description:
Per the clinic, the device was explanted (date not reported) due to device exposure and it is unknown if there are plans to re-implant the patient as of the date of this report.

Event description:
Per the clinic, the patient experienced infection at the implant site. Additional information has been requested but it has not been made available as of the date of this report. The implanted device remains.